Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. Error log showed high alarm for downstream occlusion (dso). Functional testing was performed, including pressure switch test, and verified primary problem that the device would not pass downstream occlusion test. The cause was a faulty downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue and the device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a recurrent downstream occlusion. There was patient involvement, and no harm/adverse event reported.